Event description:
The sales rep was on site observing a case and reported that dr. Performed a registration in normal fashion with a divergence of 4.3 mm. He then continued to the navigation phase of the procedure. The lesion was in the left lower lobe and he was able to get within 1.2 cm from the lesion. He locked down the scope adapter, took out the lg and proceeded to take samples using a brush, needle, and biopsy forceps. He confirmed his placement under fluoroscopic guidance. After the case was finished, the sales rep was in the lab supervisors office, when dr. Called and informed the lab supervisor that the pt developed a pneumothorax. No further info could be obtained from the physician. The hosp did not keep a record of the lot or serial number of the device used.